Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, while working in the skin, the surgeon noticed that the seal is damaged that resulted in leakage. Surgeon opened another trocar to resolve the issue. No patient injury.